Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer works on a/c units and was found unresponsive by the business owner. Then the paramedics were called and removed the insulin pump from the customer. It was stated that the results of the autopsy are not conclusive at this time. It was stated that a battery was inserted and the device alarmed. Assisted the caller to clear the alarms. The settings were correct and up to date. Initially, the caller requested assistance with reviewing the basal, bolus history, and the status screen, which shows 15.0 units of insulin remaining, the device was showing that the reservoir started on (B)(6) 2013, but the customer last used the insulin pump was on (B)(6) 2013. The caller stated that the daily totals show more insulin in two days than the insulin pump can hold. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.